Manufacturer narrative:
Age at time of event: 18 years or older. Event date was not reported and approximated (B)(6) 2018.

Event description:
It was reported there was a hole in the catheter. An angiojet solent omni thrombectomy catheter was being used in a treatment procedure. During use, inside the patient, a hole in the middle of the catheter shaft was suddenly noticed and the physician ended up getting sprayed in the face. The catheter was removed from the patient and exchanged with another catheter. It was reported there were no patient complications and the patient condition was noted to be good.

Manufacturer narrative:
Age at time of event: 18 years or older. Event date was not reported and approximated (B)(6) 2018.

Event description:
It was reported there was a hole in the catheter. An angiojet solent omni thrombectomy catheter was being used in a treatment procedure. During use, inside the patient, a hole in the middle of the catheter shaft was suddenly noticed and the physician ended up getting sprayed in the face. The catheter was removed from the patient and exchanged with another catheter. It was reported there were no patient complications and the patient condition was noted to be good. Returned product consisted of a solent omni thrombectomy system. The pump assembly, effluent/supply line, shaft and tip were microscopically and visually inspected. Blood was present inside and out the device as well as in the attached waste bag. Examination revealed numerous kinks throughout the device. The shaft was flattened 12cm - 13.75cm and 24cm - 25.25cm distal of the strain relief. The shaft was twisted with a hole 65.5cm distal of the strain relief. The hypotube was broken at the location of the hole in the shaft. The fracture surfaces were oval, which suggests the hypotube was kinked prior to separation.